Manufacturer narrative:
The insulin pump was received with blank display due to open trace on connector interface board. The insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call that insulin pump had a broken piece at battery cap compartment. Customer also reported that insulin pump no longer turned on which caused high blood glucose of 495 mg/dl and 505 mg/dl. Customer had also received no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.